Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: not observed. As per the investigation procedure, deformation and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "ruptured implant" confirmed via MRI. Later healthcare professional reported "extracapsular rupture of the right breast prosthesis with silicone with silicone fluid collection outside of the capsule at 2-3 o'clock radial axis", "migration of the right breast prosthesis toward the axillary tail" and "fibrocapsular formation" via imaging report. This record is for right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d9, h3, h6.

Event description:
Healthcare professional later reported "any creases." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of historical complaints on the complaint management handling system identified that there were other records for units manufactured on lot number 1215384: (B)(6): a25 no apparent adverse event. Device not returned to device analysis. (B)(6): e2303 capsular contracture and (B)(6) device appears to trigger rejection. Device returned to device analysis. The search criteria of these queries are mentioned on (B)(4). The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event (B)(6) material rupture (rupture). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported "ruptured implant" confirmed via MRI. This record is for right side. Device remains implanted.